Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had contacted their clinician regarding what they considered faster than expected battery depletion of their implantable cardioverter defibrillator (ICD). A device file was reviewed by qualified personnel. It was determined that the device was looking to connect to the patients remote monitor that the patient had unplugged/disconnected when not in use. The patient not leaving the monitor plugged in all the time was causing the device to have telemetry on longer trying to make contact with the monitor. The device looking/searching for a connection was resulting in a faster than expected battery drain. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.